Manufacturer narrative:
The device was not returned for analysis. The lot history record (lhr) review was not performed because this incident was based on an article review and no device/lot information was provided. The reported patient effect of death as listed in the instructions for use (IFU), is a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported death could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Date of death = estimated. Date of event = estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant = estimated. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the patient deaths. It was reported through a research article identifying mitraclip that may be related to the following: patient deaths, dyspnea, and hospitalization. Details are listed in the article, titled ¿extent and determinants of left ventricular reverse remodeling in patients with secondary mitral regurgitation undergoing mitraclip implantation.¿